Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The dialyzer was subjected to a bubble point test; a steady flow of bubbles were noted from both potting cut surfaces. The dialyzer was then subjected to destructive disassembly for further visual analysis. This analysis confirmed the presence of a broken fiber at the cavity ID end at approximately 320 degrees with dialysate port situated at 0 degrees. One end of the broken fiber was potted at the cavity ID end and the other end was potted at the non-cavity ID end. No other damage or irregularities were noted. Further examination of the fiber bundle did not reveal any additional damage or irregularities; specifically, loose fiber fragments, and/or kinked or looped fibers. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. A broken fiber was observed at the cavity ID end, which may have allowed a leak pathway into the dialysate compartment.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. The machine alarmed at the start of treatment for an internal dialyzer blood leak. Blood was observed within the dialysate. Blood test strips were used and tested positive. No dialyzer damage was visible. The machine did alarm. The patient's estimated blood loss was approximately 150ml. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The device is available for evaluation.